Event description:
The customer contact reported the device touchscreen was out of calibration and did not pass the touchscreen test. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test and was found to be out of calibration during the drug library download. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.